Manufacturer narrative:
The returned device was visually inspected and functionally tested. Bin files were reviewed and do not show any issue with the returned catheter. Bin files showed that 24 injections were performed with the catheter. Visual inspection showed the catheter was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 24 injections. The catheter failed the performance test due to #50005 "leak detection" system notice. The dissection and pressure test showed a double balloon (breach) pinhole. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that after performing the final ablation, noted that blood appeared in the extension tubing connecting to the catheter. The physician confirmed that the catheter had not been aspirated. The product was removed from the patient. No product replacement was required because all pulmonary veins were isolated and the procedure was completed. There were no patient symptoms or complications related to the event. When the device was returned, dissection and pressure test showed a double balloon breach. Reportable based on analysis completed on 07/29/2014.